Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was firing clips prematurely and that the device was not closing properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with two malformed clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. During the analysis, no difficulties to fire the device were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.